Event description:
It was reported that during cario-pulmonary bypass, air introduction into the venous bubble trap was noted at higher levels than usual. Bubbles at the 3 way (blue) stopcock were also observed. The amount of air increased when the venous pressure (negative) was increased. No air was introduced into the pt as seen or measured, but a large of air had to be vented to the cell saver. The case was completed with the device, with no pt effect reported. (B)(4).

Manufacturer narrative:
(B)(4). The initial report assessment for this event was made july 9, 2014 as not reportable. A health hazard eval was initiated and the hazard was defined after the initial assessment was performed. Based on new info available august 1, 2014, a re-assessment of the reporting obligation was performed and this event was determined to be reportable. Maquet cardiopulmonary is aware of similar complaints and an internal process (B)(4) was initiated to determine the root- cause and implement the appropriate corrective action. A supplemental medwatch will be submitted when add'l info becomes available.